Event description:
Harmonic ace hand piece failed mid-procedure and needed to be replaced. Screen said "hand piece malfunction". Hand piece was disconnected, reattached and continued to fail. New hand piece was opened and functioned properly.